Manufacturer narrative:
The benefit-risk relationship of hylaform is not affected by this report. Evaluation summary: the product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Pain [facial pain]. Rubor/inflammation [inflammation]. Tumor [neoplasm]. Knot/hardening [nodule]. Abscess in the nasolabial fold [subcutaneous abscess]. Case description: regulator report (from bfarm) was received on (B)(6) 2011. This case was initially reported to bfarm by a physician, regarding a (B)(6) old female patient, initials (B)(6). This patient was part of the injectable filler safety study ((B)(6)) in (B)(6). The study "injectable filler safety" records adverse events tracing back to injectable fillers. This study is undertaken by the division of evidence based medicine of the hospital of dermatology, venerology and allergology, (B)(4). On (B)(6) 2004, the patient received treatment of both nasolabial folds with hylaform. On (B)(6) 2004, some undesirable reactions began. The patient experienced pain, rubor/inflammation of low intensity and tumor, knot/hardening and abscess of moderate intensity in the left nasolabial fold. The patient required intervention in the form of splitting of the affected area and the use of iodine dressing. The patient was also given ciproflaxin 500mg. The report stated that at the time of data ascertainment on (B)(6) 2009, healing of these undesired reactions was seen with some residue. In the opinion of the reporting physician, the relationship between hylaform and the adverse events is "probable". On (B)(6) 2011, additional information was received in the form of qa results without a lot number. The product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.